Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed, and the instrument tube extension exhibited signs of scratch marks/abrasion, measuring roughly 0.023¿ x 0.143¿.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting damaged insulation, an investigation is in progress. Intuitive surgical, inc. (Isi) has not received the mcs instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. An update report will be submitted upon completion of the failure analysis evaluation and if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument had damaged insulation. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.